Event description:
User received discrepant pth results for one patient sample. Initial result was <6 ng/l, repeat result from another analyzer was 24.7 ng/l. No information was provided to determine if initial result was reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.